Event description:
During a low anterior resection procedure, after approx 30 mins the error tone was displayed and the device no longer functioned. It was changed for another device and the case proceeded normally. There was no reported pt consequence.